Manufacturer narrative:
Attempts to obtain additional event information were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this left ventricular lead had dislodged. The caller was inquiring about programming sensing off for this lead. No adverse patient effects were reported.